Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer won't interrogate enrhythm pacemaker device. A different programmer will interrogate same device. Both programmers have identical software. A different programmer head was tried on the programmer that wouldn't interrogate and it worked. The programmer head in question was tried on the programmer that would interrogate and it wouldn't work. It was identified that issue was the programmer head. The programmer head was replaced. No patient complications were reported as a result of this event.